Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best or our knowledge. (B)(4).

Event description:
It was reported that customer was hospitalized for high blood glucose levels. Blood glucose value at the time of emergency room visit was over 600 mg/dl. Customer did have an issue with asthma as well and was not sure if the steroids could have contributed. Customer also mentioned having a no delivery issues. Nothing further reported.